Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as the device has not yet been evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer called to report no delivery and low reservoir alarms. The customer also stated the insulin pump was exposed to an MRI scan and his blood glucose levels had been running lower ever since the scan. No blood glucose level was reported. The displacement test was performed and the insulin pump did not pass the test. In addition the customer stated that the insulin pump was emptying the reservoir by the second day, not the third day as it normally did. Furthermore, the customer stated he had been reducing the amount of insulin due to the low blood glucose readings.